Event description:
The reporter stated the surgeon inserted an aq2010v silicone three-piece lens and one haptic tore. The lens was removed in pieces with no pt injury. No incision enlargement or sutures.